Event description:
A 75m underwent egd/peg placement. Post insertion, the m.d. Applied external pressure and tubing broke externally, 15 cm mark. Diagnosis or reason for use: insertion of peg tube for failed swallow evaluation.